Event description:
Event description cpi received information that a patient with an implantable pulse generator (ipg) and implantable cardioverter defibrillator (ICD) had received several inappropriate shocks. Noise was noted on the ventricular rate sensing channel, which lead to pacemaker inhibition. The patient was symptomatic with the inhibition. All lead measurements were within normal limits. The physician was unable to reproduce the noise with pocket manipulation, or deep inspiration. Cpi received additional information in november 1998 that the patient received another shock after the ICD reprogramming and while the patient was sleeping.